Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed power error detected alarm. The power management tool confirmed power error detected alarm was triggered when the backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had power error detected alarm. The customer¿s blood glucose was 135 mg/dl at the time of incident. Customer was able to clear alarm. Customer reported that the notification light did not stop flashing immediately. The insulin pump will be returned for analysis.